Event description:
The customer complained of a questionable alp2 alkaline phosphatase acc. To ifcc gen.2 result for 1 patient sample tested on a cobas 6000 c (501) module. The customer originally received the patient sample from another laboratory that had received a very high alp2 result from the same patient sample. The specific result was not known, but the customer stated that the other laboratory did not believe the high alp2 result and did not treat the patient based on the result. The initial alp2 result from the customer was 7 u/l. The initial result was reported outside of the laboratory, but it was questioned by the other laboratory. On (B)(6) 2018 an aliquot of the patient sample was poured over into a false bottom tube and tested. The alp2 result was 1768 u/l with a data flag. The sample was automatically repeated with an auto-dilution performed by the analyzer and an alp2 result of 1958 u/l was obtained. The aliquoted sample was poured back over into the original patient sample tube and retested. The alp2 result was 1750 with a data flag. The sample was automatically repeated with an auto-dilution performed by the analyzer and an alp2 result of 1960 u/l was obtained. The alp2 results of 1958 u/l and 1960 u/l were deemed to be correct. There was no adverse event. The alp2 reagent lot was 32187401 with an expiration date of 30-nov-2018. Qc results were acceptable and gave no indication to a reagent or instrument issue. The analyzer alarm history gave no indication of an issue. The field engineering specialist determined that based on high precision testing results that the ultrasonic mixers were defective. He replaced a sample probe, a reagent probe, and the defective ultrasonic mixers. After replacing the parts he performed precision testing with acceptable results. Following the service visit, the customer has had no further issues.